Event description:
During an incident in 2004 involving a pt in cardiac arrest, this unit shocked 3 times but was unable to complete the 4th charge. A spare battery was installed and the unit would not charge. Another crew arrived and took over pt care. The pt was transported, still in cardiac arrest, to a hosp. Per the crew reports, the unit failed with the first battery, with a low battery message, and then with a new battery in place, the unit shocked 3 times and still read low battery.